Event description:
It was reported that there was knee laxity and hypertension. They removed components and replaced with triathalon ts implanted. The patient was stable.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding instability involving a triathlon insert was reported. The event was not confirmed. The device was retained by the hospital. Device history review: there have been no reported discrepancies for the referenced lot. Complaint history review: there have been no reported events for the lot referenced. The exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported that there was knee laxity and hypertension. They removed components and replaced with triathalon ts implanted. The patient was stable.